Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and flail and prolapsed leaflets for a mitraclip procedure. During the procedure, post deployment the clip was observed to be tilted but in stable condition. Per the physician, titling was caused due to the chordae insertion. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device and foreign body in patient appear to be related to chordae insertion (procedural conditions). Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with the clip tilting and unspecified tissue injury appear to be related to chordae insertion (procedural conditions). Tissue injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and flail and prolapsed leaflets for a mitraclip procedure. During the procedure, post deployment the clip was observed to be tilted but in stable condition. Per the physician, titling was caused due to the chordae insertion. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.